Event description:
It was reported when using the as lvp 20d dehp, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: infusion set leaking from y-site.

Manufacturer narrative:
H6: investigation summary: a 2200-0006 product was not available for investigation; however from the information provided by the customer it appears that there was leakage from the y-port of the infusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2200-0006 product over the past 12 months. H3 other text : see h10.

Manufacturer narrative:
Lot #: 2420-0004 does not exist for material number 2200-0006. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the as lvp 20d dehp, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: infusion set leaking from y-site.